Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, black/red particles, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identified a striated broken edge consistent with use of a surgical tool and two striated openings on the posterior side. Based on the device analysis the final assessment is: two striated edge openings on the posterior side due to surgical damage and a striated edge, broken on the posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.